Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr06 ipg, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with fatigue and bradycardia. The patient was noted be do not resuscitate and is on comfort measures only. The device was found to have reached elective replacement indicator approximately 14 months earlier. The right ventricular lead was noted to have non-capture, a lead warning had been triggered for infinite impedance, and a fracture was suspected. It was unable to be determined if the lead non-capture may have caused the generator depletion. The plan was to admit the patient overnight and then discharge back to the nursing home. The lead remains in use. No further patient complications have been reported as a result of this event.